Event description:
The distributor reported the incident in 09/2004. The initial report indicated that during a procedure, applier jaws would not re-open to release clip after clip closure onto vessel. The surgeon had to remove the section of vessel that the jaw was ligated on in order to retrieve the applier from surgical site. The applier used was an endoscopic 5mm manual hem-o-1ok applier. There has been no additional info reported of 10/04.